Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio2 meter read inaccurately high. The complaint was classified based on the customer service representative (csr) documentation . The patient reported that the alleged meter inaccuracy began on (B)(6) 2017 at 1:00 pm. The patient reported obtaining repeated alleged inaccurate high blood glucose readings of ¿458 mg/dl¿ with the subject meter. The patient informed the csr that she manages her diabetes with insulin (self-adjuster). The patient claimed she took 12 units of humalog insulin at 1:05 pm in response to the alleged issue. The patient reported that 5 minutes after she had administered the insulin she developed symptom of feeling ¿shaky¿. In response to the symptom, the patient claimed she self-treated with food. The patient denied using any other device to test her blood glucose. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted the patient was testing with test strips that appeared in good condition, were not expired or opened past their discard date. The csr noted that the patient did not have control solution available to test the subject meter. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged inaccuracy issue began.